Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log files. Depositions were confirmed within the inflow cannula, pump cover, and pump cover outlet port. Although a specific cause for the depositions could not conclusively be determined, they appeared consistent with poor surface washing due to a low flow condition. The cause of the low flows could also not be determined. The submitted system controller event log file contained data from (B)(6) 2020. The file captures persistent low flow alarms throughout the period between implant and explant. Multiple changes in set speed were also noted. The pump otherwise appeared to function as intended at the set speed. Evaluation of the submitted images revealed pink depositions within the inflow cannula, as well as light pink depositions within the pump cover outlet port. (B)(6) was returned assembled, with the pump cable severed approximately 21¿ from the pump housing. The distal portion of the pump cable was not returned. The modular cable, apical cuff, sealed outflow graft, and outflow graft bend relief were also not returned. Upon disassembly of the device, the inflow cannula was found to have many small, soft depositions throughout the lumen that were lightly adhered to the textured surface. These depositions also extended into the distal portion of the inflow cannula. The interior of the pump cover was found to have a thin layer of white, lightly adhered deposition across the textured surface. Furthermore, the pump cover outlet port was found to have small, soft depositions, similar to those found within the inflow cannula. Visual inspection of the remaining blood contacting surfaces revealed no further depositions or thrombus formations. (B)(6) was cleaned, rebuilt, and functionally tested under load conditions on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. It also lists the adverse events that may be associated with the use of the hm3 lvas, including device thrombosis. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ describes how to insert the inflow cannula, and states: ¿prior to advancing the sealed inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow.¿ section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the pump had persistent low flows post chest-closure prior to the patient leaving the operating room. The chest was reopened and a heastmate 3 to heatmate 3 exchange was performed. The photos of inflow and outflow elbow showed diffuse clot.